Event description:
Generator analysis was approved and reviewed. The generator was explanted and returned due to premature end of life (peol) allegations and end of service (eos) = yes. These reported allegations were duplicated in product analysis (pa) lab. The generator was interrogated during bench analysis and revealed a eos pulse disabled status and the pulsedisabled byte would not reset and therefore system diagnostics and final electrical test could not be performed. With the case removed and battery still attached to the printed circuit board assembly (pcba), the battery voltage confirmed an eos = yes condition. A visual assessment on the pcba showed contaminates on the trimmed edge of the pcba. The battery was removed. A postburn electrical test shows an increased current consumption (out of speciation) for the generator. It was hypothesized that the trimmed edge of the pcba was disturbed during the open can process, removing the resistive paths that were established between the copper edges on the trimmed edge of the pcba. The pa worksheet, battery life calculation, and programming history database were reviewed and no anomalies were found. The generator data download was reviewed and no anomalies were found. Therefore, the electrical performance of the generator as measured in pa lab will be used to conclude that the contamination that was observed on the trimmed edge of the pcba suggested probable electrical paths were established on the trimmed edge of the pcba which contributed to the eos = yes condition and may have been the contributing factor for the reported peol allegations.

Event description:
It was reported by a patient that the patient "used to have a m106 that entirely shut down", meaning was not able to be interrogated though he did not know if this was due to low battery or the device not working, and caused a seizure and prompted his replacement surgery. It was reported the patient had an emergency surgery to replace the generator since it failed though he was told it should only be down to 75% in 5 years. The patient was concerned because he had status epilepticus and "could have died from the seizure". The device history record of the generator was reviewed, and it was confirmed that the device was laser-routed during the manufacturing process. The device met all specifications for release prior to distribution. The programming history database was reviewed for this patient and did not support the patient's generator had depleted. A review of the data download from the generator revealed that the generator did in fact deplete prematurely. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected which resulted in the discrepancy between the charge consumed percent and battery voltage measurements. The generator was explanted due to eos (pulse disabled). The device has been received by the manufacturer. Product analysis is underway for the generator but has not been completed to date. No other relevant information has been received to date.